Event description:
A report was received that several contacts on the patient's leads were showing high impedances. The patient underwent an explant procedure. The reason for ipg explant was unknown. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that several contacts on the patient's leads were showing high impedances. The patient underwent an explant procedure. The reason for ipg explant was unknown. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient had difficulty getting a full charge, so the physician suspected malfunction and explanted the ipg. Device evaluation indicated that the leads (sn (B)(4)) passed the mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead bodies had a pronounced kink from the distal end, where the leads appeared to have been sutured. All cables were broken/severed at this spot. The fracture site was from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. Device evaluation indicated that the ipg passed the visual and photographic imaging tests performed. The ipg exhibited normal device characteristics. Device evaluation indicated that the splitters passed the visual, electrical, mechanical and photographic imaging tests performed. The splitters exhibited normal device characteristics.